Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contralateral side implant is placed backwards and experiencing some discomfort and pain on one side. Later, a "possible deflation" against an unknown gel device was reported.

Event description:
Patient reported left side no complaint against the device. Healthcare professional later reported "possible deflation" against unknown side gel device. Device remains implanted.